Manufacturer narrative:
Based on the investigation analysis, the data suggests there was inherent lag in the sensing technology of the sensor and that the sensor glucose eventually caught up to the calibration (capillary) entry within 2-4 sensor readings. The hypo alerts were asserted correctly leading to the reported event. There is no malfunction of the system and therefore no further investigation is needed at this time. Resolution details are available due to no response from the user despite making several follow up attempts.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On october 31st 2021, senseonics was made aware of an adverse event where user experienced hypoglycemia due to inaccuracies in sensor readings.